Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming "no disposable". It was reported that troubleshooting was unsuccessful, air bubbles were present, the end user was advised to call the clinic as the alarm was unresolved and there was 11.6 ml remaining. Per reporter residual volume was: 11.6 ml, rate 2.4 ml and 98.4 ml was given. No adverse patient effects were reported. No additional information is available at this time.